Manufacturer narrative:
The hakim valve was returned for evaluation: review of the history device records for lot: 3875078, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted to the patient via v-p shunt on (B)(6) 2020 with an unknown setting. Then a valve dysfunction unknown failure) occured and was removed and replaced on (B)(6) 2021. At the time of replacement, there was no clogging of the abdominal cavity and brain catheters, and the amount of cerebrospinal fluid coming out of the valve (setting 30 mmh2o) was extremely small.